Event description:
Patient safety nurse reported the patient was receiving an antibiotic via secondary infusion and the secondary infusion and the secondary bag was free flowing. The secondary was in a 50 ml bag and the rate was set at 150 ml/hr. The nurse noticed the ivpb was infusing very fast. The 50 ml bag infused in a few minutes. Set up was reportedly correct. She did not notice if the primary bag was infusing fast or not. She paused the pump and the secondary continued to flow at the same rate, she closed the roller clamp and it stopped. She then got a new bag and secondary tubing and restarted the pump and the same thing happened. Then she got a new pump and restrung the tubing and it worked correctly. The nurse took the pc unit and pump module out of service and sent them to the biomed. The tubing was not saved. There was no patient harm and no medical intervention was required. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.